Event description:
(B)(4). Cramping, pelvic/lower back pain, swelling of legs and ankles, confusion, fogginess, forgetfulness, dizzy, loss of libido, migraines, endometriosis, ovarian cysts, bloating (look like I am 7 months pregnant), mood swings, joint pain, extreme fatigue, bruising easier than usual, hair is falling out, loss of energy, loss of appetite, weight gain, can not lose weight no matter what I do. Multiple ER and doctor visits over the past 2 years.

Event description:
(B)(4). A couple more I forgot to add considering I have many side effects; constant nausea, pelvic pain so sharp and stabbing on my left side it has knocked me to the ground many times. I am not up for doing anything aside from sitting on my couch. I used to clean every day, do things with my kids/family but now I do just the bare minimum cleaning and my kids are missing their mom doing things with them. I have no desire to do anything anymore. I have depression and anxiety bad. Anxiety attacks are more frequent than they were before having essure implanted. I don't have a life anymore, I am just existing.